Event description:
It was reported that slow deflation occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon deflated slowly. The device was replaced and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.